Event description:
Technician alleged the brakes were not holding.

Manufacturer narrative:
Technician found the brakes were not holding due to age and wear. He replaced worn casters and readjusted brakes to resolve.